Manufacturer narrative:
Complaint conclusion: as reported, the inflation indicator of a 6/7f mynx control vascular closure device (vcd) was not working after inserting the device into the 6f non-cordis sheath. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There was no abnormality in the prep but after inserting the device into the sheath, the abnormality was found. The mynx was stored, prepped, and used in accordance with the instructions for use (IFU) and opened in a sterile field. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no to little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure was a transcatheter arterial chemoembolization (tace) with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vcd 5f was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The syringe was returned separated from the device, and the stopcock was set to the opened position. The sealant remained in the manufacturing position saturated in blood, and the device is blood saturated. Neither the atraumatic tip nor the pressure gauge presented any damages or anomalies. The procedural sheath was not included in the shipment. No other outstanding details were noted. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure balloon functionality according to the IFU, and the results revealed a leak in the balloon. The balloon was inspected using a vision system to obtain a magnified image, and one pin hole was observed. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure, which was found to be due to an event of ¿balloon-balloon loss of pressure,¿ was confirmed through analysis for the returned device. However, the exact cause of the pinhole found could not be determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although reported to not have any calcium or pvd visible within the vicinity) and/or concomitant device factors most likely contributed to the loss of pressure and the subsequent inflation indicator issue reported since a calcified vessel or a damaged procedural sheath can cause damage to the balloon. This type of damage is typically observed when the balloon comes into contact with calcification, and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). According to the IFU, which is not intended as a mitigation, the safety and effectiveness of mynx control vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the inflation indicator of a 6/7f mynx control vascular closure device (vcd) was not working after inserting the device into the 6f non-cordis sheath. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There was no abnormality in the prep but after inserting the device into the sheath, the abnormality was found. The mynx was stored, prepped, and used in accordance with the instructions for use (IFU) and opened in a sterile field. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure was a transcatheter arterial chemoembolization (tace) with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product analysis revealed a leak in the balloon.

Manufacturer narrative:
The final product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.